Event description:
Customer reported that the over the mattress sensor pad worked for two weeks. Now the sensor pad does not trigger the alarm when the patient gets up. The sensor pad was tested with another alarm unit and still no alarm. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Eval of the returned product shows the returned sensor pad has been folded. The sensor pad does not function. The returned sensor pad was tested using different alarms. The product instructions for use has a warning that indicates; "the alarm may fail to sound if the sensor pad is bent or folded'. (B) (4).